Event description:
It was reported that the customer experienced a blood glucose (bg) level of 54 mg/dl. The customer attempted to address their bg with consuming 2 drumsticks, peanut butter, cookies and dr. Pepper, however lost consciousness. Reportedly, the customer was transported by ambulance to the emergency room and admitted to the intensive care unit. The customer was treated with intravenous fluids of saline. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump bolus history and determined that the pump functioned as intended and the cause of the bg level was due to customer input. Also, customer was currently taking medication that caused a rare case of insulin sensitivity.